Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 535096, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead had high impedances and the patient was experiencing loss of stimulation. The physician suspects the impedance issue to be scar tissue related due to fluctuation. The patient was also experiencing frequent implantable pulse generator (ipg) charging issue. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted device components were disposed by the medical facility.